Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they sent evidence of the foley catheter probes that were defective, and, at the request of their client, they requested a refund for at least one box, since there were 13 pieces that did not work. Lot#myhu2573 and lot#mygx4510. Per follow up information received on 09dec2024, customer confirmed that they noticed this before they operated on the patient.

Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. It is unknown whether the device had met relevant specifications. Based on the attached photo and video, it was observed that the balloon did not deflate, and the condition of inflation balloon could not be identified since there is no photo provided for the distal end part. Therefore, this complaint is inconclusive-poor sample condition. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be "low a & b slurry calcium concentration, low rubberize latex viscosity etc" causing collapsed inflation lumen. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they sent evidence of the foley catheter probes that were defective, and, at the request of their client, they requested a refund for at least one box, since there were 13 pieces that did not work. Lot#myhu2573 and lot#mygx4510. Per follow up information received on 09dec2024, customer confirmed that they noticed this before they operated on the patient.